Event description:
The facility had reported an infusion pump with a failure code 810:04. Although information was requested by baxter, no information was available regarding the date this report occurred, the medication involved, pump programming and set up information specific patient information, tubing product code and lot number in use, medical intervention and patient injury.